Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament about 1-1/2 inches was exposed at the guide. The posterior cuff and needle tip were still attached to the rail end. The anterior cuff and link were engaged to anterior needle tip. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. The link break is likely the result of resistance or drag encountered during the procedure. The rest of the monofilament was pulled from the device without significant resistance; therefore, the cause for the link break could not be determined. It was reported that the proglide was used in an antergrade puncture, whether this contributed to the event is unknown. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.